Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her sensor readings are inaccurate and can cause her insulin pump to go into false threshold suspend modes. She stated that last friday her insulin pump kept alarming that she was low, so she removed the sensor. She could not remember exactly what her blood glucose was, but she stated as an example that her blood glucose will be 195 mg/dl while her sensor reading will be in the 60s or 70s. Customer's current blood glucose is 159 mg/dl. Customer was advised of proper sensor insertion and calibration methods. She was advised to monitor the sensor performance and call for troubleshooting next time the issue occurs. Nothing further reported.